Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, that an early sensor expiration occurred. The sensor was inserted at the upper buttocks on (B)(6) 2019. No additional event or patient information is available. No additional patient or event information is available. Data was provided for investigation. The problem was confirmed. The root cause could not be determined.